Manufacturer narrative:
Analysis of the catheter revealed sc connector damaged at explant. Analysis of the pump revealed pump motor o-ring wear. (B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# n175535002, implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
Further, the catheter and pump were later explanted and returned for analysis.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the physician would be performing a catheter dye study on (B)(6) 2013. The reporter did not know if there were any symptoms. The device system was used to infuse balcofen. Additional information received reported that the study ¿went fine as in his knowledge and technique.¿ it was then noted that the dye study ¿wasn¿t conclusive,¿ as in they ¿didn¿t see that big ink spot on the screen to confirm she was getting everything.¿ the healthcare provider (hcp) thought it ¿may not [have] been going 100% into the spine.¿ an MRI (magnetic resonance imaging) was going to be ordered ¿just to double check¿ while the dye was still in the patient. The catheter was primed and therapy was resumed. The hcp told the patient that they would schedule a new catheter placement and ¿probably just replace the pump as it had 20 months left.¿ additional information received reported that the patient was doing ¿fine.¿ regarding if the patient was receiving effective therapy it was noted that to the best of the reporter¿s knowledge the patient was getting ¿some at least.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.